Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) .investigation summary:bd did not receive any samples or photos for investigation. A visual inspection was conducted on 100 retained samples, with no issues identified. Additionally, functional tests were performed on 10 retained samples, and all tubes were found to be within specification limits with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.